Event description:
Information received from consumer reported that they had a loss of stimulation from their implantable neurostimulator (ins). The reporter noted that the patient¿s device was checked one year ago and it was fine. It was also reported that the original ¿remote¿ was lost during travel and was replaced. They tried using the remote and got the 9 volt light. Troubleshooting with the controller determined that the ins was on. The reporter was going to increase the stimulation and see if the patient felt anything. The indication for use for the implanted device was noted as radicular pain syndrome (radiculopathies). There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.